Manufacturer narrative:
The device was hooked up to a power supply for downloading due to low battery voltages. The device generated an 0x40 hazard alarm indicating, rotational sensor maximum open count exceeded. A failure to transition from closed to open was observed in the rotational sensor data. The investigation found corrosion and fluid contact on the pcb and the commutator cap. The fluid leak test was run, and no leaks were observed and the source of the internal corrosion could not be determined. The internal corrosion can be confirmed as the cause of the low battery voltages. The fluid contact on the commutator can be confirmed as the cause of the rotational sensor malfunction and subsequent 0x40 hazard alarm. The device was able to reset and connect to an unused controller. It could not be conclusively determined if the internal corrosion or observed hazard alarm contributed to the reported communication error. The exact cause of the reported communication error could not be determined. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that the patient's blood glucose level rose to above 250 mg/dl while wearing the pod between 24 and 36 hours. Investigation of the pod found a tear in the cannula. The device was originally reported for a communication alarm.